Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.(B)(4).

Event description:
It was reported that the customer's blood glucose levels were lower than usual, and her father stated her insulin pump was not delivering the correct amount of insulin. Troubleshooting was unable to be performed. The product is not being returned. Nothing further was reported.